Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports "she had 3 blisters at the application area". The cause of the consumer stating she received blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for blisters; risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 05-apr-2022 a spontaneous report from the united states was received from a consumer via telephone regarding a (B)(6) female consumer who used a thermacare muscle/joint 8hr heat wrap. Medical history included high blood pressure, asthma, and a burn blister from a curling wand (resolved). Allergies included flagyl (metronidazole), losartan, lisinopril, and sulfonamides. Concomitant products included an unspecified blood pressure medication and an unspecified inhaler. On (B)(6) 2022, the consumer topically applied a thermacare muscle/joint 8hr heat wrap on her upper back on the right side of her rib cage directly to her skin. On (B)(6) 2022, an unspecified time-period after application of the heat wrap (clarified as "not very long and definitely less than 8 hours"), the consumer experienced the product did not adhere well to her skin. She could feel heat from the heat wrap after application which was not painful. Upon product removal, she noted that she had 3 blisters at the application area. The blisters were smaller than a quarter and were still intact. She did not perform any home treatments and did not see a medical provider. The consumer denied the need for medical evaluation. The consumer expressed that she had to be careful to leave the blisters intact and she did not want to increase her risk of infection by opening the blisters. No further information was provided.